Event description:
On december 28th, an initial report that there was a patient with early eri was received. On january 5th, the follow-up was done. It was confirmed that the battery voltage was 3.01v but the device status remained at eri. The device replacement is planned next week.